Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pockets were keeps popped out. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie pocket 2.2 a1 in the main did not stay in place, kept popping out and the drawer was not detected on the bus. A field service engineer (fse) reconnected all connections to resolve. The fse logged into hardware test application and tested the drawer several times. All functions were normal. The customer was satisfied with the resolution of the issue. The system functioned as intended after the field service engineer repaired the device.